Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging an unknown error message. The meter functioned normally when using replacement strips. There was no indication that the product caused or contributed to an adverse event.